Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was over 600 mg/dlv and another blood glucose level was 570 mg/dl. Customer was treated in the intensive care unit. Customer was treated with intravenous insulin. The auto mode was active at the time of the incident. The current blood glucose level was 64 mg/dl which was treated with juice. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. It was reported that leaks and bent cannula were causes for high blood glucose. The auto mode was active at the time of the incident. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.